Event description:
Customer reported "blacking out". Family member called emt. Customer took glucose gel and emts gave pt an IV. Emt device = 39 mg/dl. Customer went to hosp and released after flucose elevated to 60 mg/dl. No controls used. A request was made for return product and replacement product was sent.